Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem ((B)(4)) has been confirmed. Upon eval the trunk cable connector was damaged and several wires were cut (yellow, orange, brown). The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) male pt in regarding to low compliance and/or lack of pt download. The pt's wife reported that the pt is receiving service code 204. The pt was issued a replacement electrode belt.